Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The medical device problem and type of investigation codes were updated. The tp2 reagent lot number and expiration date were not provided. The field service engineer (fse) identified a blocked vacuum valve. The valve was replaced. The tests and analyzer were confirmed to be running back within specifications. The manufacturer of the valve confirmed it was working within specification. Abnormal deposits were isolated as the primary root cause. Additional preventive maintenance measures have been proposed in order to avoid future blockages. The customer has had no further issues since the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable total protein (tp2) result for one patient sample tested on a cobas pro c 503 analytical unit. The initial result was 96 g/l. The repeat result was 73 g/l. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). Qc and calibration were acceptable. The precision check was within specifications. The investigation is ongoing.